Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report high blood glucose due to the infusion set being disconnected from the insertion site. Blood glucose reading was 600 mg/dl. The customer had treated with the insulin pump and manual injections. Troubleshooting was declined. The customer noticed the infusion set was disconnected when he went to the bathroom. Nothing further reported.